Manufacturer narrative:
(B)(4).

Event description:
The customer alleges, while inserting the introducer, the dilator was not clipping to the introducer. The dilator was removed when the staff was pushing the introducer in the artery and prevented insertion of the introducer. Another introducer was used to finish the procedure.

Manufacturer narrative:
(B)(4). The customer returned a sheath/dilator assembly for evaluation with the dilator advanced into the sheath. The assembly was visually inspected and showed no obvious defects or anomalies. The inner diameter of the sheath valve cap, the dilator length, and the dilator body outer diameter were measured and all were found to be within specification. The outer diameter of the lower locking portion of the dilator hub was measured and was not within specification. The dilator would not fully snap into the sheath hub and required little force to be removed. A device history record review was performed on the sheath and the dilator and no relevant manufacturing issues were identified. The customer reported issue of the dilator and sheath not locking together was confirmed during the complaint investigation of the returned sample. The dilator would not fully snap into the sheath hub and required little force to be removed during functional testing. The outer diameter of the lower locking portion of the dilator hub measured out of tolerance during dimensional testing. The probable cause of this issue is manufacturing related and a non-conformance request has been generated to further investigate this issue.

Event description:
The customer alleges, while inserting the introducer, the dilator was not clipping to the introducer. The dilator was removed when the staff was pushing the introducer in the artery and prevented insertion of the introducer. Another introducer was used to finish the procedure.